Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. A longitudinal tear was identified in the balloon material. The tear measured 38mm in length and extended from a position 6mm proximal of the proximal markerband to 29mm distal of the proximal markerband. There were no damages nor kinks found on the tip, shaft, or both markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without a problem and no damage. The rupture on the balloon was observed to be vertical in shape. Another of the same device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the target lesion was non-tortuous and severely calcified.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without a problem and no damage. The rupture on the balloon was observed to be vertical in shape. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.